Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of four of peritoneal dialysis therapy. The patient stated that they felt uncomfortable and their stomach felt tense. It was determined that the patient's drain volume was 4918ml and the manual fill volume was 2500ml. The patient was able to continue with therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.